Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. The incident happened when the catheter was inside the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The physician applied contrast agent through the side port of the sheath to visualize the pulmonary veins. The hemostatic valve (white ring) got dislodged from the orange hub and was pushed outside the orange hub. The valve did not seal the sheath anymore. The valve was detached from the sheath. The brim cup was still attached. There was no blood return observed and to the physicians knowledge there was no air entering the patient¿s body. The issue did not require percutaneous or surgical removal. The physician changed the sheath and finished the procedure without harm to the patient. The procedure was successfully completed with no patient consequences.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. The incident happened when the catheter was inside the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The physician applied contrast agent through the side port of the sheath to visualize the pulmonary veins. The hemostatic valve (white ring) got dislodged from the orange hub and was pushed outside the orange hub. The valve did not seal the sheath anymore. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 00001926 and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 20-feb-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. The incident happened when the catheter was inside the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The physician applied contrast agent through the side port of the sheath to visualize the pulmonary veins. The hemostatic valve (white ring) got dislodged from the orange hub and was pushed outside the orange hub. The valve did not seal the sheath anymore. The valve was detached from the sheath. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).